Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Taxus liberte (B)(4) post market surveillance study same case as MFR report #: 2134265-2010-05200. It was reported that following a coronary stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 90% stenosed, 3.0x54mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation, the placement of two overlapping taxus liberte study stents (2.5x28mm, 3.0x32mm) and post dilation resulting in 0% residual stenosis. The patient was discharged without complication 10 days later on aspirin and clopidogrel. In (B)(6) 2010, at the 9 month study follow up visit with no anginal symptom, angiography revealed a stenosed lesion in the proximal rca. In (B)(6) 2010, a revascularization procedure attempted to treat the 100% stenosed, 3.0x54mm lesion located in the proximal rca by advancing an unspecified guide wire to the lesion but was not able to cross the lesion. The procedure was canceled, resulting in 100% residual stenosis. ECG and blood testing revealed no abnormality. Per the patient's wish, medication was the only further treatment. The patient was discharged the next day. No angina was confirmed at 1 year follow up visit. Per the physician, the event was listed as "possibly related" to the study stent.